Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 1/29/2013.meter- 2/1/2013.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) ecuador alleging the patient's onetouch ultramini meter read inaccurately high compared to his feelings/ normal blood glucose result. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. It is not known how often the patient usually tests his blood glucose or what medications the patient usually takes to manage his diabetes. It was reported the patient had been admitted into the hospital since (B)(6) 2012 due to other medical conditions unrelated to his diabetes. The alleged issue began on (B)(6) 2012 at 530am. It was reported the patient obtained a blood glucose result of "350 mg/dl" with the subject meter. Based on the alleged result, a nurse administered the patient 10 units "rapid" insulin. Sometime after being administered the insulin, the reporter claims the patient "loss consciousness." The patient was administered intravenous (IV) glucose as treatment and regained consciousness about 20 minutes later. By 6am that morning, the patient's blood glucose was allegedly tested on 2 types of laboratory devices. The patient reportedly obtained blood glucose results of "10 mg/dl" (vitros 250) and "0 mg/dl" (modular device). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the reporter through quality control testing. The reporter declined the replacement of products. This complaint is being reported because, a reporter claims the patient obtained an inaccurate high reading on the subject meter, was administered treatment based on the alleged result, and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.